Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had diabetic ketoacidosis a few times since using the pump. Customer stated that there was an emergency room visit for their high blood glucose on (B)(6) 2015. Customer's blood glucose was over 500 mg/dl. Customer was treated with lots of IV fluids and an insulin drip. Customer was then given shots the next day. Customer was wearing the pump at the time of the emergency room visit. Customer mentioned that he was hospitalized from (B)(6) with a blood glucose of 3-400 mg/dl. Customer also had diabetic ketoacidosis. Customer was hospitalized from (B)(6) with a blood glucose of 500 mg/dl and diabetic ketoacidosis. Customer was also hospitalized from (B)(6) with a blood glucose of 500 mg/dl and diabetic ketoacidosis. Customer stated that he is feeling okay lately and his blood glucose has been okay.